Event description:
Synthes (B)(4) received a device report from (B)(6). The report stated that a titanium distal radius plate with 2.4mm screws was implanted at an (B)(6) hospital. Reportedly, patient had an issue since the surgery and was being managed by the implanting surgeon. Patient requested hardware removal because, the screw was noted as being in one of his joints. Hardware removal was performed by a standard fcr approach and it was found that two screws were in the joint. The hardware was removed at the aviano air force base a different facility than where the hardware was implanted. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.